Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in the gel. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that black fm was in the gel before use.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in the gel. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that black fm was in the gel before use.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes. Device return to manuf: yes. Returned to manufacturer on: 2023-aug-10. Bd received 1 sample and 6 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) in the gel was observed. Additionally, the customer sample along with 30 retention samples from bd inventory, were inspected for fm. Fm in the gel was observed in the customer returned sample. No fm was observed in the retention samples. Ftir testing cannot be completed on the customer returned sample as the fm is covered with gel. The gel will mask the presence of the fm during ftir testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm in the gel based on the customer returned sample and the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.